Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: unopened samples of reported lot: mmh073 and lot: par848 were returned for evaluation. Were lot: mmh073 and lot: par848 involved in the reported event? Unable to provide further information on additional lot number. Additional device evaluated by MFR: investigation summary: an opened box with unopened samples of product code: eh7474, lot: mmh073 were returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements. Additional device evaluated by MFR: investigation summary: an opened box with unopened samples of product code: eh7474, lot: par848 were returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing record evaluation was performed for the finished device lot number: par848, and no non-conformances related to the reported complaint condition were identified. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mmh073-eh7474h and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke during tissue passage. There were no adverse patient consequences reported.